Event description:
On (B)(6) 2025, the user reported that their ilet pump was coming apart (delamination), though the cause was unknown. The issue occurred the same day, but the user confirmed they were still able to use the device. The agent arranged for replacement. Blood glucose (bg) was not affected. No prolonged out-of-range period, outside assistance, or medical intervention was required. No symptoms during the event were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.